Manufacturer narrative:
The instrument has been investigated. The field service engineer evaluated the instrument and found the plunger clamps broken in the problem area. All the tip clamps and lld contact springs were replaced. Two plunger clamps were replaced. The instrument was tested without further problem and returned to service.